Event description:
Device 2 of 3. Ref MFR report #s: 1627487-2011-02831 and 1627487-2013-00187.

Manufacturer narrative:
Visual inspection of the returned leads revealed the leads were completely and cleanly cut into two stimulation end segments and two terminal end segments consistent with explant damage. A bent area with all wires broken was observed on both of the stim end segments. No swift-lock anchor cam marks were identified in the area of the bent and broken wires; therefore, this damage was not associated with the anchor. The outer tubing was not breached at the bent location; therefore, the hard bend and broken wire damage is consistent to a localized repetitive overstress condition encountered over time while the leads were in the pt. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.